Event description:
It was reported that during a video-assisted supply change the user repeatedly gripped the incorrect finger holds on the infusion set applicator, applied excessive force, broke the applicator, and then attempted insertion by striking the back of the inset, leading to multiple failed infusion set deployments until coached to use a new set with correct technique, after which the infusion set was successfully inserted and insulin delivery resumed; the reported glucose at the time was 160 mg/dl. Symptoms included no adverse clinical effects. Outcomes included user education, successful infusion set placement, and restoration of insulin delivery without medical intervention. Investigation included remote troubleshooting and procedural coaching. Investigation of this case revealed user handling error during infusion set deployment and connection, with device function restored after proper application; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.